Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported that the patient had an initial procedure on (B)(6) 2013 with a bifurcated and a suprarenal aortic extension. A follow up with the patient found a type 3a and type 3b endoleak. Physician elected to reline the initial graft with bifurcated stent and suprarenal aortic extension. Patient is stable.